Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the patient returned to the hospital and several pump stoppages were noted while the patient was connected to batteries and the power module. X-rays were taken and the patient's event history was reviewed. The hospital suspected an area about 22 cm from the system controller distal end that felt enlarged compared to the rest of the percutaneous lead. The hospital cut a small portion of the patient's percutaneous lead outer jacket to check for possible biomaterial and found that fluid was present. The hospital subsequently performed a pump exchange on (B)(6) 2014 and during evaluation of the explanted pump and percutaneous lead, the hospital reported that a break at the pump end bend relief was seen.

Manufacturer narrative:
The patient's age and/or date of birth was not provided to the manufacturer. The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the exchanged pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 0.75 inches from the pump housing and the rest of the lead was returned. The outer jacket of the returned portion of the severed lead section was cut ~30.5 inches from the metal end and the proximal outer jacket was not returned. The pump lead section had ~0.5 inches of the pump end bend relief present. The sealed inflow conduit, the sealed outflow graft and bend relief were not returned. The outflow elbow was returned detached from the pump. Visual evaluation of the pump did not reveal any deposition inside the pump. The area of the pump end bend relief had thinning and breaches of the insulation of the black and brown wires and possible conductor breakdown on all six wires. The thinning, breaches, and conductor breakdown appeared to be due to repetitive movement of the lead in this location. As a result of the breaches, the underlying black and brown wire conductors were exposed. The black and brown wires represent redundant wires in motor phase 2. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wires contacting the braided shielding if the device was supported by the power module. The pump end bend relief was examined under a microscope. The observed break was consistent with fatigue fracture; however, since the other portion of the pump end bend relief was not returned, the damage could not be conclusively determined. The distal end of the severed lead section was analyzed after ~3.5 inches of the proximal end was severed and saved. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The section was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.